Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer reported issues with the act and up and down arrows. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will not be returned for analysis.